Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 29-jun-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results of 9 mmol/l on a female patient. There was no additional patient information at the time of this report. Method: I-stat, date: (B)(6) 2023, k: 9 mmol/l, sample: a; I-stat , (B)(6) 2023, 9 mmol/l , a; I-stat , (B)(6) 2023 , 3.8 mmol/l , a; lab , (B)(6) 2023 , 5 mmol/l , a. Test/collection times not avail. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 03-aug-2023. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h23046.